Manufacturer narrative:
Information was provided that the customer used non-qualified associated products. The root cause may be related to a failure to follow the IFU. A non-qualified cartridge, handpiece and viscoelastic were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens (iol) implantation surgeon noticed upon injection noticed optic of iol was torn. The lens was cut and removed in the same procedure. A replacement lens has been used and the surgery was completed. Additional information was requested and received stating the lens was loaded and handed to surgeon, upon injection trailing haptic was found to be amputated. The lens was cut and removed. New lens was inserted safely. There was no harm to the patient and the patient was not hospitalized for the event. The patient issues have been resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens (iol) implantation surgeon noticed upon injection noticed optic of iol was torn. The lens was cut and removed in the same procedure. A replacement lens has been used and the surgery was completed. Additional information was requested.